Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Affected channels were noticed during in situ measurements. The user will be reimplanted, so far the clinic has not scheduled a date for the surgery. The user was reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were noticed during in situ measurements. The user will be reimplanted, so far the clinic has not scheduled a date for the surgery.